Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80 (non-recoverable system error). Expected value was 6, actual value was 12. It was determined that the device has a failed mixing pump. It was also noted that the calibration test unit (ctu) they were using was 6yrs old and has never been calibrated.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was isolated to a faulty chiller unit. The arctic sun 5000 was evaluated upon receipt. Assessment of the chiller unit presented chiller unit hot gas bypass valve will not energize solenoid. Chiller unit was replaced. Coin cell in the control panel was found aged. Coin cell was replaced due to age. Device was put through a functional check and pre-cal after the service. The device was placed on (ctu calibration and test system). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, and electrical safety tests and is functioning properly and ready for use. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device failed calibration error 80 (non-recoverable system error). Expected value was 6, actual value was 12. It was determined that the device has a failed mixing pump. It was also noted that the calibration test unit (ctu) they were using was 6yrs old and has never been calibrated.